Manufacturer narrative:
Unit received with missing retainer ring and reservoir tube o-ring. Unit received with cracked keypad overlay at select button. Unit received with minor scratched lcd window, case and keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump is cracked at the reservoir window. The customer's blood glucose reading was unknown 117 mg/dl at the time of incident. No further details given.